Event description:
Customer reports receiving an undosed result of lo while using the active system. No adverse event reported. No quality controls were run. A request for return of the suspect product and a replacement was sent.